Manufacturer narrative:
Device not returned.

Event description:
User reported red stains inside mask. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.